Event description:
The lead was implanted on (B)(6) 2004 and capped on (B)(6) 2012. The lead was capped due to product performance issue. No other information was available at this time. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).